Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating early termination). Inspected the plug assembly. The sensor was unable to be reprogrammed. The sensor was de-cased and performed visual inspection on the pcba(printed circuit board assembly). Corrosion was observed. The corrosion was cleaned and attempted to reprogram after changing battery. The activation was failed. Extended investigation was performed. Visual inspection was performed on the returned sensor, no issues were observed. Sensor was de-cased and visual inspection was performed on sensor's pcba, and observed corrosion. Returned battery was measured and result were outside the specification. The returned battery was replaced with known good battery and sensor was re-programmed to perform accuracy test. The sensor was unable to be activated and error termination state was observed. Thus adc is unable to further test the returned product. All pertinent information available to abbott diabetes care has been submitted.